Event description:
It was reported that the pump indicated the cartridge needed to be changed for an unknown reason. Customer's blood glucose level was 108 mg/dl. Customer changed infusion set to address the issue and was able to successfully resume insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.